Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The right monitor and the system interface board were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 2800 system monitor kept turning off. No patient injury was reported.